Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient during the clipping of an artery, the clip would not clip into the secured position. As a result, a 2nd package was opened and used and the same event occurred. The issue was resolved by using device from a different brand. No patient harm or injury. Associated MDR #3011137372-2023-00191.

Event description:
It was reported that while in use on a patient during the clipping of an artery, the clip would not clip into the secured position. As a result, a 2nd package was opened and used and the same event occurred. The issue was resolved by using device from a different brand. No patient harm or injury. See associated MDR #3011137372-2023-00191.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.